Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain / chronic pain that attributes to essure"), pregnancy with contraceptive device ("6 weeks pregnant"), retained products of conception ("anatomical pathology revealed retained products of conception"), escherichia pyelonephritis ("acute right pyelonephritis due to e. Coli") and device breakage ("one of the essure devices was broken") in a 36 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of cleft palate repair, bronchial asthma ((no attacks for 10 years)), abortion, vaginal delivery, parity 3 (3 children, born in 1991, 1993, and 2005), multigravida and smoker (smokes 7 cigarettes a day). No known drug allergies. She denies having atopic dermatitis or any other skin problem. She tolerates skinless peach, salads, nuts, and other fruits without problems. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as medullary sponge kidney since 2013 as well as allergy to metals, plantar fasciitis, lactose intolerant and perimenopause. Concomitant products included antibiotics and loette (ethinylestradiol;levonorgestrel). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 160 days after essure insertion, she experienced retained products of conception (seriousness criterion medically important). On (B)(6) 2010 she experienced a first episode of cystitis ("cystitis"). On (B)(6) 2010 she experienced escherichia pyelonephritis (seriousness criterion hospitalisation). In 2011 she experienced headache ("headache") and neck pain ("neck pain"). In 2012 she experienced hot flush ("hot flashes") and a first episode of intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2013 she experienced a second episode of cystitis ("cystitis"). On (B)(6) 2013 she experienced breast cyst ("small bilateral breast cyst observed in mammography"). On (B)(6) 2013 she experienced arthralgia ("joint pain / pain in her shoulders and hands"), spinal pain ("lumbar spine pain") and fibromyalgia ("pain compatible with fibromyalgia"). On (B)(6) 2014 she experienced pain in extremity ("right talalgia of 6 months of progression"). In 2014 she experienced hypertension ("arterial hypertension under treatment for 3 months") and obstructive sleep apnoea syndrome ("probable obstructive sleep apnoea syndrome"). In 2015 she experienced bronchitis ("bronchitis"). On (B)(6) 2017 she experienced anaemia ("anaemia"). In 2017 she experienced heavy menstrual bleeding ("heavy periods every 21 days") and polymenorrhoea ("heavy periods every 21 days"). On (B)(6) 2019 she experienced renal colic ("pain in the right renal fossa that radiates to the right iliac fossa / renal colic"). On (B)(6) 2019 she experienced haematuria ("macroscopic haematuria"). On (B)(6) 2019 she experienced abdominal pain ("abdominal pain"). On (B)(6) 2019 she experienced diarrhoea ("diarrhoea"). On (B)(6) 2019 she experienced pyrexia ("had a fever of 37.5°c"). In (B)(6) 2019 she experienced groin pain ("abdominal pain in the inguinal region / pain intensified in 24 hours"). On (B)(6) 2019 she experienced fibrocystic breast disease ("lump in her breast / fibrocystic mastopathy / fibrocystic breast") and mastitis ("right mastitis"). On (B)(6) 2019 she experienced urinary tract infection ("urinary tract infection"). In 2019 she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), a second episode of intermenstrual bleeding ("metrorrhagia") and anxiety ("anxiety"). An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion medically important), breast pain ("breast pain"), pruritus ("generalised pruritus"), device breakage (seriousness criterion medically important), varicose veins pelvic ("significant pelvic varicose veins"), asthenia ("asthenia"), alopecia ("alopecia"), abdominal distension ("abdominal distension") and ovarian cyst ("1.5 cm cyst on the left ovary"). The patient was hospitalised from (B)(6) 2010 to (B)(6) 2010 and from (B)(6) 2019 to (B)(6) 2019. The patient was treated with monurol (fosfomycin trometamol), primolut nor (norethisterone acetate), norethisterone, antihistamines, tavanic (levofloxacin), salbutamol, enantyum (dexketoprofen trometamol), nolotil [metamizole magnesium], cefuroxime, ibuprofen, orbenin [cloxacillin sodium], enantyum (dexketoprofen trometamol) and paracetamol as well as surgery (total abdominal hysterectomy plus double laparotomy salpingectomy and hysteroscopy) and non-drug therapy (use of continuous positive airway pressure (CPAP) machine). On (B)(6) 2019, the pyrexia had resolved. At the time of the report, the pruritus and groin pain were resolving and the asthenia, alopecia and abdominal distension had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period was on (B)(6) 2009 and the estimated date of delivery was on (B)(6) 2009. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, anxiety, arthralgia, asthenia, breast cyst, breast pain, bronchitis, the first episode of cystitis, the second episode of cystitis, device breakage, diarrhoea, escherichia pyelonephritis, fibrocystic breast disease, fibromyalgia, groin pain, haematuria, headache, heavy menstrual bleeding, hot flush, hypertension, the first episode of intermenstrual bleeding, the second episode of intermenstrual bleeding, mastitis, neck pain, obstructive sleep apnoea syndrome, ovarian cyst, pain in extremity, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, pruritus, pyrexia, renal colic, retained products of conception, spinal pain, urinary tract infection and varicose veins pelvic to be related to essure administration. The reporter commented: the insertion of essure was carried out on (B)(6) 2008, without any incidents. On (B)(6) 2009 a pregnancy test was performed, which was positive. The patient requested a voluntary interruption of the pregnancy and claimed psychological risk for her as legal reason. In 2015, snoring monitoring by pulmonology. She has a check-up appointment after performing some tests. The patient quit smoking and lost weight. In 2019, the patient insisted that she has significant metrorrhagia and that one of the essure devices was broken (she showed an abdomen x-ray). She expressed her wish and insisted on having a total abdominal hysteroscopy and bilateral salpingectomy by laparoscopy. According to the report, the patient was convinced that the symptoms of fibromyalgia, generalised pain in abdominal-pelvic area were caused by essure metal device. She has been noticing its effects since 2009. On (B)(6) 2019 essure removal surgical procedure was performed, without incidents. On (B)(6) 2019, she complained about pain in the ovaries and stabbing pain in the scar. Operation report of the obstetrics and gynaecology service: in (B)(6) 2019, an allergy study was carried out. In the same period, a surgical procedure was suggested for chronic pelvic pain and metrorrhagia. Procedure performed on 27-aug-2019 (hysterectomy with bilateral salpingectomy). In this procedure, it was expressly stated that she had significant pelvic varicose veins, which may justify the symptoms of pelvic pain. The procedure was uneventful and the postoperative period was normal. She was seen for a check-up on (B)(6) 2020, no pathological findings at that moment. To date, there was no evidence to prove that symptoms as diverse as those shown by patient and that affect different organs and systems can be attributed to the essure. It must be considered that she has had 3 previous vaginal deliveries and was diagnosed with fibrocystic mastopathy, anxiety and fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on (B)(6) 2012: blood tests (including hormones) were normal [computerised tomogram abdomen] on 10-apr-2019: abdomen and pelvic CT scan with negative oral and intravenous contrast agents: essure devices properly inserted. Small bilateral adnexal cysts that were probably functional. Non-obstructive millimetre nephrolithiasis in the lower left kidney area. Isolated and uncomplicated diverticula in the sigmoid colon. Calcified aortoiliac atherosclerosis [cytology] on (B)(6) 2012: normal; on (B)(6) 2017: negative [hysterosalpingogram] on (B)(6) 2009: bilateral tubal occlusion and filling defect in the uterine cavity [hysteroscopy] in (B)(6) 2009: new hysteroscopy was performed due to the uterine filling defect: retained products found and removed in the hysteroscopy; on (B)(6) 2009: bilateral fallopian tube obstruction and filling defect in the uterine cavity [mammogram] on (B)(6) 2013: small bilateral breast cyst observed in the current examination without alterations that would suggest a malignancy. Routine control, except if changes in the laboratory tests are observed; on (B)(6) 2013: small bilateral breast cyst observed in the current examination without alterations that would suggest a malignancy. Routine control; in (B)(6) 2019: both breasts are symmetrical. Left breast: medium size with fibrocystic consistency. Right breast: a mobile nodule of about 4 cm can be observed in the upper inner quadrant. This nodule was not adhered to deep walls, and it has medium consistency that gives the impression of a fibrocystic nodule. This area has a slight erythema, with increased temperature and is slightly painful. No adenopathies found on palpation. Diagnosis: fibrocystic breast, right mastitis [pathology test] on (B)(6) 2009: anatomical pathology: retained products of conception (rpoc) / decidual and chorionic remains; on (B)(6) 2019: anatomical pathology diagnosis for the uterus and uterine tube: cervix: chronic cervicitis with squamous metaplasia. Proliferative endometrium. Myometrium: adenomyosis. Fallopian tubes: no significant histological changes. [Physical examination] on (B)(6) 2012: no remarkable findings; on (B)(6) 2019: soft, depressible abdomen. No masses. Fist percussion test++; on (B)(6) 2019: external genitalia and vagina of normal appearance. Speculum examination: abundant discharge of normal appearance. Cervix has a good epithelial lining. Bimanual examination: painless mobile cervix. Free adnexal fossae [pregnancy test] on (B)(6) 2009: positive [ultrasound breast] on (B)(6) 2013: small bilateral breast cyst observed in the current examination without alterations that would suggest a malignancy. Routine control [ultrasound scan] on (B)(6) 2009: retained products found and removed; on (B)(6) 2012: no remarkable findings; on (B)(6) 2016: ovaries normal, uterus of normal size, endometrium normal. Essure devices were observed: the right one was very close to the endometrium, no free fluids. Cervical ectropion found, sample taken for a cytology. Exploration negative; on (B)(6) 2017: uterus and ovaries were normal. Essure devices: the right device was the one most inserted in the uterus. Endometrium: 13 mm; on (B)(6) 2018: internal genitalia normal. Essure devices are normally inserted; on (B)(6) 2019: uterus in anteversion with thin endometrial cavity length, intrauterine essure devices. Ovaries were normal. No free fluid in the pouch of douglas; on (B)(6)2019: right ovary was normal, left ovary has a periovulatory cyst. No free fluids; on(B)(6) 2020: both ovaries were observed, they were small and with practically no follicles [urine analysis] on (B)(6) 2019: macroscopic haematuria. Labstix test: ketones: ++, blood: +++, proteins: ++ [urogram] on (B)(6) 2013: diagnosed with medullary sponge kidney. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain / chronic pain that attributes to essure"), pregnancy with contraceptive device ("6 weeks pregnant"), retained products of conception ("anatomical pathology revealed retained products of conception"), escherichia pyelonephritis ("acute right pyelonephritis due to e. Coli") and device breakage ("one of the essure devices was broken") in a 36 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of palatal operation, bronchial asthma ((no attacks for 10 years)), abortion, multigravida, parity 3 (3 children, born in 1991, 1993, and 2005), multigravida and smoker (smokes 7 cigarettes a day). No known drug allergies. She denies having atopic dermatitis or any other skin problem. She tolerates skinless peach, salads, nuts, and other fruits without problems. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as medullary sponge kidney since 2013 as well as allergy to metals, plantar fasciitis, lactose intolerant and perimenopause. Concomitant products included antibiotics and loette (ethinylestradiol;levonorgestrel). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 160 days after essure insertion, she experienced retained products of conception (seriousness criterion medically important). On (B)(6) 2010 she experienced a first episode of cystitis ("cystitis"). On (B)(6) 2010 she experienced escherichia pyelonephritis (seriousness criterion hospitalisation). In 2011 she experienced headache ("headache") and neck pain ("neck pain"). In 2012 she experienced hot flush ("hot flashes") and a first episode of intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2013 she experienced a second episode of cystitis ("cystitis"). On (B)(6) 2013 she experienced breast cyst ("small bilateral breast cyst observed in mammography"). On (B)(6) 2013 she experienced arthralgia ("joint pain / pain in her shoulders and hands"), spinal pain ("lumbar spine pain") and fibromyalgia ("pain compatible with fibromyalgia"). On (B)(6) 2014 she experienced pain in extremity ("right talalgia of 6 months of progression"). In 2014 she experienced hypertension ("arterial hypertension under treatment for 3 months") and obstructive sleep apnoea syndrome ("probable obstructive sleep apnoea syndrome"). In 2015 she experienced bronchitis ("bronchitis"). On (B)(6) 2017 she experienced anaemia ("anaemia"). In 2017 she experienced a first episode of polymenorrhagia ("heavy periods every 21 days") and a second episode of polymenorrhagia ("heavy periods every 21 days"). On (B)(6) 2019 she experienced renal colic ("pain in the right renal fossa that radiates to the right iliac fossa / renal colic"). On (B)(6) 2019 she experienced haematuria ("macroscopic haematuria"). On (B)(6) 2019 she experienced abdominal pain ("abdominal pain"). On (B)(6) 2019 she experienced diarrhoea ("diarrhoea"). On (B)(6) 2019 she experienced pyrexia ("had a fever of 37.5°c"). In (B)(6) 2019 she experienced groin pain ("abdominal pain in the inguinal region / pain intensified in 24 hours"). On (B)(6) 2019 she experienced fibrocystic breast disease ("lump in her breast / fibrocystic mastopathy / fibrocystic breast") and mastitis ("right mastitis"). On (B)(6) 2019 she experienced urinary tract infection ("urinary tract infection"). In 2019 she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), a second episode of intermenstrual bleeding ("metrorrhagia") and anxiety ("anxiety"). An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion medically important), breast pain ("breast pain"), pruritus ("generalised pruritus"), device breakage (seriousness criterion medically important), varicose veins pelvic ("significant pelvic varicose veins"), asthenia ("asthenia"), alopecia ("alopecia"), abdominal distension ("abdominal distension") and ovarian cyst ("1.5 cm cyst on the left ovary"). The patient was hospitalised from (B)(6) 2010 to (B)(6) 2010 and from (B)(6) 2019 to (B)(6) 2019. The patient was treated with monurol (fosfomycin trometamol), primolut nor (norethisterone acetate), norethisterone, antihistamines, tavanic (levofloxacin), salbutamol, enantyum (dexketoprofen trometamol), nolotil [metamizole magnesium], cefuroxime, ibuprofen, orbenin [cloxacillin sodium], enantyum (dexketoprofen trometamol) and paracetamol as well as surgery (total abdominal hysterectomy plus double laparotomy salpingectomy and hysteroscopy) and non-drug therapy (use of continuous positive airway pressure (CPAP) machine). On (B)(6) 2019, the pyrexia had resolved. At the time of the report, the pruritus and groin pain were resolving and the asthenia, alopecia and abdominal distension had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period was on 20-jan-2009 and the estimated date of delivery was on 27-oct-2009. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, anxiety, arthralgia, asthenia, breast cyst, breast pain, bronchitis, the first episode of cystitis, the second episode of cystitis, device breakage, diarrhoea, escherichia pyelonephritis, fibrocystic breast disease, fibromyalgia, groin pain, haematuria, headache, hot flush, hypertension, the first episode of intermenstrual bleeding, the second episode of intermenstrual bleeding, mastitis, neck pain, obstructive sleep apnoea syndrome, ovarian cyst, pain in extremity, pelvic pain, the first episode of polymenorrhagia, the second episode of polymenorrhagia, pregnancy with contraceptive device, pruritus, pyrexia, renal colic, retained products of conception, spinal pain, urinary tract infection and varicose veins pelvic to be related to essure administration. The reporter commented: the insertion of essure was carried out on 26-nov-2008, without any incidents. On 27-feb-2009 a pregnancy test was performed, which was positive. The patient requested a voluntary interruption of the pregnancy and claimed psychological risk for her as legal reason. In 2015, snoring monitoring by pulmonology. She has a check-up appointment after performing some tests. The patient quit smoking and lost weight. In 2019, the patient insisted that she has significant metrorrhagia and that one of the essure devices was broken (she showed an abdomen x-ray). She expressed her wish and insisted on having a total abdominal hysteroscopy and bilateral salpingectomy by laparoscopy. According to the report, the patient was convinced that the symptoms of fibromyalgia, generalised pain in abdominal-pelvic area were caused by essure metal device. She has been noticing its effects since 2009. On 27-aug-2019 essure removal surgical procedure was performed, without incidents. On 31-oct-2019, she complained about pain in the ovaries and stabbing pain in the scar. Operation report of the obstetrics and gynaecology service: in may-2019, an allergy study was carried out. In the same period, a surgical procedure was suggested for chronic pelvic pain and metrorrhagia. Procedure performed on 27-aug-2019 (hysterectomy with bilateral salpingectomy). In this procedure, it was expressly stated that she had significant pelvic varicose veins, which may justify the symptoms of pelvic pain. The procedure was uneventful and the postoperative period was normal. She was seen for a check-up on 24-jan-2020, no pathological findings at that moment. To date, there was no evidence to prove that symptoms as diverse as those shown by patient and that affect different organs and systems can be attributed to the essure. It must be considered that she has had 3 previous vaginal deliveries and was diagnosed with fibrocystic mastopathy, anxiety and fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on 28-nov-2012: blood tests (including hormones) were normal [computerised tomogram abdomen] on 10-apr-2019: abdomen and pelvic CT scan with negative oral and intravenous contrast agents: essure devices properly inserted. Small bilateral adnexal cysts that were probably functional. Non-obstructive millimetre nephrolithiasis in the lower left kidney area. Isolated and uncomplicated diverticula in the sigmoid colon. Calcified aortoiliac atherosclerosis [cytology] on 28-nov-2012: normal; on 29-mar-2017: negative [hysterosalpingogram] on 05-may-2009: bilateral tubal occlusion and filling defect in the uterine cavity [hysteroscopy] in may 2009: new hysteroscopy was performed due to the uterine filling defect: retained products found and removed in the hysteroscopy; on 05-may-2009: bilateral fallopian tube obstruction and filling defect in the uterine cavity [mammogram] on 31-oct-2013: small bilateral breast cyst observed in the current examination without alterations that would suggest a malignancy. Routine control, except if changes in the laboratory tests are observed; on 22-nov-2013: small bilateral breast cyst observed in the current examination without alterations that would suggest a malignancy. Routine control; in may 2019: both breasts are symmetrical. Left breast: medium size with fibrocystic consistency. Right breast: a mobile nodule of about 4 cm can be observed in the upper inner quadrant. This nodule was not adhered to deep walls, and it has medium consistency that gives the impression of a fibrocystic nodule. This area has a slight erythema, with increased temperature and is slightly painful. No adenopathies found on palpation. Diagnosis: fibrocystic breast, right mastitis [pathology test] on 05-may-2009: anatomical pathology: retained products of conception (rpoc) / decidual and chorionic remains; on 31-oct-2019: anatomical pathology diagnosis for the uterus and uterine tube: cervix: chronic cervicitis with squamous metaplasia. Proliferative endometrium. Myometrium: adenomyosis. Fallopian tubes: no significant histological changes. [Physical examination] on 28-nov-2012: no remarkable findings; on 25-jan-2019: soft, depressible abdomen. No masses. Fist percussion test++; on 07-mar-2019: external genitalia and vagina of normal appearance. Speculum examination: abundant discharge of normal appearance. Cervix has a good epithelial lining. Bimanual examination: painless mobile cervix. Free adnexal fossae [pregnancy test] on 27-feb-2009: positive [ultrasound breast] on 22-nov-2013: small bilateral breast cyst observed in the current examination without alterations that would suggest a malignancy. Routine control [ultrasound scan] on 05-may-2009: retained products found and removed; on 28-nov-2012: no remarkable findings; on 01-apr-2016: ovaries normal, uterus of normal size, endometrium normal. Essure devices were observed: the right one was very close to the endometrium, no free fluids. Cervical ectropion found, sample taken for a cytology. Exploration negative; on 29-mar-2017: uterus and ovaries were normal. Essure devices: the right device was the one most inserted in the uterus. Endometrium: 13 mm; on 21-mar-2018: internal genitalia normal. Essure devices are normally inserted; on 07-mar-2019: uterus in anteversion with thin endometrial cavity length, intrauterine essure devices. Ovaries were normal. No free fluid in the pouch of douglas; on 31-oct-2019: right ovary was normal, left ovary has a periovulatory cyst. No free fluids; on 24-jan-2020: both ovaries were observed, they were small and with practically no follicles [urine analysis] on 25-jan-2019: macroscopic haematuria. Labstix test: ketones: ++, blood: +++, proteins: ++ [urogram] on 17-jun-2013: diagnosed with medullary sponge kidney quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.